Event description:
It was reported that during preparation for a percutaneous treatment procedure, a device became contaminated.lesion details are unknown. When opening this 6f expo mpa1 guide catheter, the package was tore open at an angle and the catheter became contaminated. The procedure was completed with another of the same expo guide catheters. No patient involved.

Manufacturer narrative:
(B)(4).device evaluated by manufacturer:it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4)